Manufacturer narrative:
Section a: patient sex not provided but was requested. Section d4: the UDI is reflective of all available information. The manufacturing date will be provided upon the completion of the manufacturer's investigation. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation following a loss of ac power while the patient was connected to mobile power unit (mpu) power. The patient lost power from the mpu as if there were a power outage in their house despite the house not having lost power. The patient tried to recreate the event by moving different parts of the mpu around, but they could not. They changed the rooms it was plugged in and connected their back up controller to which it would alarm in the same way as if power went out. On interrogation there were low voltage alarms. The event log file contained data that aligns with the reported events on (B)(6) 2025, no external power events while connected to mpu power were recorded. Motor function was not affected by this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. On 16nov2025, no external power alarms activated while connected to the mpu due to both white and black lead voltages diminishing below the alarm threshold. The observed events were consistent with a loss of ac power. The alarms cleared on their own shortly after power was restored. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The mpu was returned for analysis and performed as intended throughout testing. It was stated that there was no power outage reported by the patient, the patient tried to replicate the alarms by moving different parts of the mpu; however, no alarm was produced, after moving to a different room and connecting the mpu to ac power the backup controller was connected to the mpu and produced low voltage alarms. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. A CAPA was created to implement a straight v-lock connector on the mpu due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. The reported event indicated that there was a loss of power to the mpu, it's not known whether a v-lock was in use at the time of the event. Incidental findings: loose patient cable encasing near controller connectors the device history record for the mobile power unit (serial number mpu-51458) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott heartmate 3 instructions for use with heartmate touch (rev. D) and abbott heartmate 3 left ventricular assist system patient handbook (rev. A) are currently available. Heartmate 3 instructions for use (rev. D) section 3 - ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 - ¿powering the system¿ states how to properly provide power to the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. This section also states when the mobile power unit is initially connected to power it performs a self-test. After the self-test is performed, the green ¿power on¿ light should remain lit and the mobile power unit is ready for use. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. A) section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (doc (B)(4), rev. D) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. D) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook (rev. A) and heartmate 3 instructions for use (IFU) (rev. D) caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.